Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325¿1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced hyperglycemia and diabetic ketoacidosis event and admitted to hospital on (B)(6) 2026 for less than twenty four hours and symptoms include feeling sick and ketones are positive and in hospital insulin was administered through insulin drip